Event description:
It was reported that the device triggered the elective replacement indicator (eri) and premature battery depletion was suspected. The device was explanted and replaced. During the procedure it was noted that there was a break in the insulation on the right atrial (ra) lead. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product analysis: the device was returned and analyzed. The device met <(><<)>insert actual percentage from analysis review>% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. Concomitant products: product ID 6949-65 crdm defib lead, implanted: (B)(6) 2005; 5076-45 crdm non-defib lead, implanted: (B)(6) 2001. (B)(4).